Manufacturer narrative:
The involved device was taken out of service and it was evaluated by the arjo representative. The bed was found to be in good condition besides the detached side rail. However, because the side rail was completely detached, it required to be repaired before the bed was returned to use. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This finding is in line with the description of the event, the side rail panel was detached when patient sat on it. In summary, the side rail panel detached from the side rail mechanism at time of use the bed by the patient and from that perspective, the citadel plus bed did not meet the performance specification. The complaint was assessed as reportable due to reported malfunction and allegation of patient's fall.

Event description:
Arjo was notified about an event related to a citadel plus bed frame. Following information gathered, the side rail panel was broken off the bed. The detachment occurred when the patient was sitting at a right foot-end side rail panel when she tried to get up. The event resulted in the patient¿s fall on to the commode with the side rail pinned under her left leg. No injury was reported.